Event description:
A male underwent initial aaa repair in 2007. The physician placed one flex main body, two iliac leg grafts, and one main body extension. The pt was admitted in 2009, emergently at another facility and underwent repair for a possible limb disconnect on the left side. The physician placed an additional iliac leg graft with a positive outcome. Pt is fine.

Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device met the design requirements and that the requirements met the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. Additionally, the IFU stresses the importance of pt monitoring so that changes in the structure, should they occur, can be identified and handled appropriately. As seen in the event description, the time between the initial implant and the additional graft was about 15 months. It is unk how often the pt was monitored during this time frame. The device remains implanted and no images were provided to assist in this investigation. Although there were no films returned, correspondence with a cook medical sales representative indicates there was likely a component separation. Due to this testimony the complaint is considered confirmed at this time. At this time we are unable to determine the exact cause of the possible limb disconnect. However, we have notified the appropriate individuals and we will continue to monitor for similar events.